Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The product associated with this report has not yet been returned. Based upon the serial number an implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Device labeling address the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling address the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the patient's chart for total band volume and recent adjustment. If recent adjustments have not been effective in increasing restriction and the patient has been complaint with nutritional guidelines, the patient may have a leaking a band system, or may have pouch enlargement or esophagal dilation due to stomal obstruction, band slippage or over-restriction."

Event description:
Health professional reported removal and replacement of the original access port to a "rapid port" after "accessing port and found 0cc." Follow-up information: health professional note a leak "in connection of port to lap-band tubing." The event was first noticed after patient complained of "getting more hungry."